Event description:
The consumer reported conflicting results with the binaxnow covid-19 antigen self-test kit performed on (B)(6) 2024 with a nasal kitted swab. On (B)(6) 2024, three (3) binaxnow covid-19 antigen self-tests were performed. The first test taken (lot number: 228596a) generated a positive result, the second test (lot number: 228596a), generated a negative result and the third test (lot number: 2174444), generated a negative result. Additional testing was performed six (6) times over the course of the next three(3) days with the binaxnow covid-19 antigen self-test kit, all generating negative results. The consumer indicated they were experiencing symptoms such as a sore throat and fever. The consumer confirmed there was no treatment provided. No additional information, including patient harm due to the test result, was provided.

Manufacturer narrative:
First lot information: d4-lot: 228596a. D4-UDI: (B)(4). D4-exp date: 9/18/24. H4-mfg date:10/23/23. Second lot information: d4- lot: 217444. D4-UDI: (B)(4). D4-exp date:7/5/2024. H4-mfg date: ni. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use; device discarded.

Manufacturer narrative:
First lot information: d4-lot: 228596a. D4-UDI:(B)(4). D4-exp date: 9/18/24. H4-mfg date:10/23/23. Second lot information: d4- lot: 217444. D4-UDI:(B)(4). D4-exp date:7/5/2024. H4-mfg date: ni. First lot investigation results: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 228596a with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot: 228596a, test base part number 195-430wjr/ lot: 224952. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 228596 showed that the complaint rate is (B)(4). A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 228596 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. Second lot investigation results: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 217444 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot: 217444, test base part number 195-430wjr/ lot: 215333. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 217444 showed that the complaint rate is (B)(4). A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 217444 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. H3 other text : single use; device discarded.

Event description:
The consumer reported conflicting results with the binaxnow covid-19 antigen self-test kit performed on (B)(6) 2024 with a nasal kitted swab. On (B)(6) 2024, three (3) binaxnow covid-19 antigen self-tests were performed. The first test taken (lot number: 228596a) generated a positive result, the second test (lot number: 228596a), generated a negative result and the third test (lot number: 2174444), generated a negative result. Additional testing was performed six (6) times over the course of the next three(3) days with the binaxnow covid-19 antigen self-test kit, all generating negative results. The consumer indicated they were experiencing symptoms such as a sore throat and fever. The consumer confirmed there was no treatment provided. No additional information, including patient harm due to the test result, was provided.